Event description:
It was reported a catheter revision was planned due to a catheter migration. The patient had a recent new catheter and pump implant the week prior to the report date, and the catheter has migrated out of the intrathecal (it) space. The catheter dislodgement was confirmed, and patient was "getting no therapy." No other event detail was provided and it was unclear if patient was experiencing any symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial #/lot#/implanted/explanted: unknown, product type catheter.

Event description:
It was reported that the spinal portion of the catheter was no longer in the intrathecal space, the catheter was out. Hcp replaced the catheter. The patient's pump was implanted a week prior to (B)(6) 2012. The pump was delivering prialt.

Event description:
Additional information: the patient¿s device system was examined because their underlying pain was not improving following implant. Following the catheter replacement the patient¿s therapy was working properly.

Manufacturer narrative:
Product ID 8731sc, lot# h832849102, product type catheter. (B)(4).